Event description:
It was reported that the patient experienced ineffective therapy following a fall. X-ray imaging revealed migration of s1 lead. Diagnostics revealed low impedance on one lead. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead has low impedances.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: kit implantable slim tip lead, 50cm length, model: mn10450-50a, UDI: (B)(4), batch: ab2336.